Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving bupivacaine (4.8 mg/ml, 1.8433 mg/day) and dilaudid (20 mg/ml, 7.681 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that a motor stall was seen at initial interrogation, and the patient did not recently have magnetic resonance imaging. The patient was in withdrawal and was in the emergency room. No further complications were reported.